Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. During troubleshooting, insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site to inspect the cannula. The customer re-connected their infusion set tubing to their infusion set site and successfully resumed insulin deliveries. The customer's blood glucose level was not impacted and a follow-up was declined.